Event description:
It was reported that during device change out for normal eri, the set-screw was damaged. The device was explanted and replaced without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event was confirmed in the laboratory. The cause was found to be due to silicone, septum material found inside of the svc set-screw hex cavity. The silicone prevented full insertion of the torque driver into the hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty with tightening and loosening of the set-screw.